Event description:
A nurse reported there was an obvious liquid leakage from the trocar during a cataract-vitrectomy combination surgery. It was suspected that the event could have been caused by the defective trocar valve. The trocar was replaced, and the surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened trocar cannula hub assemblies taped to foam with cardboard backing in a bag and within a tray were received for the report of there was obvious liquid leakage from trocar. The returned sample #3 was visually inspected and was found to be non-conforming with a torn septum. Leak testing could not be performed due to the damage of the sample. Sample #1 and #2 were visually inspected and found to be conforming. Sample #1 and #2 were functionally tested for leak testing and were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Sample#3 the exact root cause for this complaint is unknown; the torn condition of the septum could have contributed to the reported event; how and when the valve became torn cannot be determined from the evaluation performed. Sample #1 and #2 were found to be visually and functionally conforming, therefore a leaking issue as described by the customer was confirmed and a root cause cannot be determined for the complaint as described by the customer. Samples 1 and 2 were found to be conforming, however the exact root cause for sample #3 is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).